Event description:
Customer reported experiencing a past high blood glucose event with the specific value unknown, as it displayed "high." Cause was not known. The customer resolved the issue with a correction injection via manual daily insulin. Tandem technical support advised the caller to consult with a healthcare professional to discuss potential factors affecting blood glucose levels, and the caller acknowledged this recommendation.